Event description:
It was reported that the wake button was not working, requiring the customer to press the wake button multiple times. There was no adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.